Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. She could not recall any significant event leading to this alarm. The blood glucose reading was 71 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. Insulin pump had a cracked display window corner, cracked battery tube threads, crack reservoir tube lip and missing end cap sticker.